Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reports that customer may have received too much insulin. It was reported that customer bolused for lunch and desert while still having active insulin. Customer's wife inquired if customer should be given food to counteract effect as customer drops quickly when blood glucose is low. It was advised to monitor customer or call healthcare professional. No further information provided.